Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer was instructed to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes, after which pump began charging using original supplies, and no further assistance was required.